Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The device was not returned for analysis. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully.